Event description:
One pt sample with discrepant tsh results. (Units of measure not provided for different methods). Initial tsh gave 24 uu/ml; repeat by another method gave 4.4. A second sample was obtained in 2008 which gave 18 uu/ml by initial method, and 2.9 by another method. No info provided to determine if results were used to guide therapy. If additional info is received, appropriate notification will be provided.